Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guiding the caller through the process, after which the error did not reoccur, and the sensor session began successfully.